Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer experienced issues with multiple analyzer alarms including abnormal sample aspiration and abnormal probe movement and had issues with qc and calibration. The customer repeated patient samples that had been tested on this analyzer on a cobas 8000 modular analyzer series analyzer at the site. Discrepant results were found for two samples. Patient 1: elecsys brahms pct (procalcitonin) result from cobas e601 on (B)(6) 2016 was 6.95 and the result from the cobas 8000 was 0.724. No unit of measure was provided. Patient 2: on (B)(6) 2016, the elecsys hcg + beta test system results from the cobas 601 were 10000 miu/ml with a data flag, 15664 miu/ml with a 1:100 dilution and 272.4 miu/ml. The results from the cobas 8000 on 12/19/2016 were 10000 miu/ml with a data flag and 15783 miu/ml with a 1:100 dilution. This patient was a (B)(6) female. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative changed the tubing from the sample syringe to the sample probe, the seal, and assembly. The sensor in the sample unit arm was exchanged and adjusted. Proper function was verified and it was confirmed the analyzer then worked within specification.